Event description:
It was reported the subject device presented a chronic issue with the cable integration (system integration with external devices). The issue occurred during set up (inspection for use), before patient sedation and before patient in the room. There were no reports of patient harm.

Manufacturer narrative:
E1: facility address shortened from (B)(6) due to restriction on characters allowed. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause as the customer's complaint was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.